Manufacturer narrative:
Event date: 2009. Device: apex - it is unknown if the device was over-the-wire or monorail. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk, and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is design.

Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. Pt presented with an acute myocardial infarction. The apex balloon was advanced to the left anterior descending artery (lad) and it was noted that the physician was unable to see the markerbands under fluoroscopy. The balloon was removed and the procedure was successfully completed with a different device. No pt complications were reported with the pt's current condition listed as "fine".